Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unilateral inguinal hernia procedure on (B)(6) 2018 and absorbable straps were used. During the procedure, the staples did not perform the skin fixation function with the loss of about 60% of the staples that did not perform the role of fixing the screen. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4).